Manufacturer narrative:
The event date is estimated. Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could be conclusively be determined through this evaluation. It was reported that the patient had a history of bleeding that dated back to 2017. The account did not answer any further questions related to the bleeding history as they did not feel it was appropriate. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2021 after being placed on hospice. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of bleeding dating back to 2017. The exact event date is unknown.